Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a case of trace diffuse lamellar keratitis (dlk), observed on the pt's right eye ten days post lasik treatment. Reporter initially suspected fibrosis versus keratitis; however, upon follow up indicated the diagnosis was changed to keratitis. Reporter indicated the standard post operative topical steroid eye drop dosage was increased, and oral steroid was prescribed. Pt was noted as stating vision was good. Additional follow up information has been requested.